Manufacturer narrative:
Evaluation summary: a review of the DHR revealed no discrepancies in manufacturing. The device was not returned. According to the event description the user erroneously expected a locking feature which is not provided by the t2 tibial nailing system at all whereas this feature could be found at t2 nailing systems for other indications. The event is assessed to be user related. No discrepancies found during risk analysis review. No non-conformity was identified.

Event description:
During t2 tibia surgery, the end cap did not fix the most proximal locking screw. Although the surgeon replaced the screw and the end cap, the situation did not change.

Event description:
During t2 tibia surgery, the end cap did not fix the most proximal locking screw. Although the surgeon replaced the screw and the end cap, the situation did not change.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.